Event description:
It was reported that device-related thrombus (drt) occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At an unspecified time, a drt was identified.

Manufacturer narrative:
H10: linked as a duplicate to MDR 2124215-2025-71062.

Event description:
It was reported that device-related thrombus (drt) occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At an unspecified time, a drt was identified.